Event description:
It was reported that there is "artifact" seen on the implantable cardiac monitor, especially when the patient lifts their arm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).